Manufacturer narrative:
D10: ((B)(6)) 180-65-20 - alteon 6.5mm screw, 20mm, ((B)(6)) 142-32-00 - cocr fem head 32mm +0 offset 12/14, ((B)(6)) 186-01-48 - integrip cc, cluster 48mm, g1, ((B)(6)) 164-13-08 - novation element ro s/o col sz 8. The product associated with the reported event is within the scope of recall z-1732-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If no device return, but images, radiographs, and/or op notes received for investigation: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 56 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, discomfort and difficulty walking. No further issues or complications were reported. No additional information is available.